Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution to the alleged malfunction. Technical support stated when the siderail broke, it cut the cable in two which shorted the logic and motor control boards.

Event description:
The account alleged the siderail was broke which cut the siderail cable in two. The account inspected the logic and motor control board which had components that were charred and the cover for the boards was black.